Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill one of four of pd treatment. There was a balloon valve leak warning encountered. The cause of the leak is unknown. The was fluid on the floor in front of the cycler. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did get a new cycler. The cycler is available to be returned.